Event description:
It was reported that a shaft break occurred. The patient presented with acute coronary syndrome following left trans tibial amputation. This 3.00 x 12mm synergy drug eluting stent was selected, during advancement the catheter carrying the stent broke approximately 13 cm from its proximal end. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the lesion was moderately calcified without a significant bend. The lesion was predilated with a 4.0mm balloon catheter. The shaft break occurred inside the patient and no other devices were present inside the vessel. There was also no resistance met during the procedure. No patient complications were reported and the patient status is good.

Event description:
It was reported that a shaft break occurred. The patient presented with acute coronary syndrome following left trans tibial amputation. This 3.00 x 12mm synergy drug eluting stent was selected, during advancement the catheter carrying the stent broke approximately 13 cm from its proximal end. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a 3.00 x 12mm synergy xd mr stent delivery system (sds) device was received for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 13.4 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. The patient presented with acute coronary syndrome following left trans tibial amputation. This 3.00 x 12mm synergy drug eluting stent was selected, during advancement the catheter carrying the stent broke approximately 13 cm from its proximal end. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the lesion was moderately calcified without a significant bend. The lesion was predilated with a 4.0mm balloon catheter. The shaft break occurred inside the patient and no other devices were present inside the vessel. There was also no resistance met during the procedure. No patient complications were reported and the patient status is good.